Event description:
Boston scientific received information that this right ventricular (rv) lead post implant was found to have loss of capture. A chest x-ray was taken and it noted a dislodgement. A successful lead repositioning took place and the lead remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.